Event description:
The customer reported smoke and a burning smell coming from the rear left-side exhaust fan of a dimension vista 500 instrument. The customer stated that they stopped the instrument; the visible smoke ceased, but the burning smell persisted. The customer confirmed that there was no fire or visible sparks observed, no injuries occurred, and no medical intervention was required. There are no known reports of adverse health consequences due to the event.

Manufacturer narrative:
A united states (us) customer contacted a siemens customer care center (ccc) and reported smoke and a burning smell coming from the rear left-side exhaust fan of a dimension vista 500 instrument. The customer stopped the instrument. The customer inspected the instrument but was unable to identify the exact source of the smoke. Siemens remotely assisted the customer and advised the customer to turn off the customer bulletin 1(cb1) switch as a precautionary measure. A siemens customer service engineer (cse) was dispatched to the customer¿s site. During the visit, the cse removed all the panels in the rear of the machine and found a smoke smell coming from the fan and the climate control module (ccm), replaced both, calibrated the ccm and removed all the flexes and vial carriers. Then, the cse performed quick check, which recovered acceptably. Siemens further evaluated the event and concluded that the malfunctioned heat exchanger fan and the climate control module (ccm) due to normal wear potentially contributed to the event. The instrument is performing according to specifications. No further evaluation of this device is required.